Event description:
This lead became dislodged and was capped on (B)(6) 2011. This lead was explanted on (B)(6) 2013 when the patient was upgraded to a crt-d. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found dissected. Both parts of the lead were received. It is reasonable to assume that the lead was dissected in the course of the lead explantation. The inspection of the lead fragments showed, next to explant damages, no deviations which might be related to the clinical observation as mentioned in the complaint description. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The analysis did not reveal any sign of a material or manufacturing problem.